Event description:
It was reported that a pump keypad is malfunctioning. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.